Manufacturer narrative:
Upon follow up, it was reported that the patient was not hospitalized for the event.. The patient was treated with an unspecified medication (dose, route and frequency were not reported) for peritonitis and has recovered from the event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause was unknown. It was unknown if the patient was hospitalized for the event. It was reported that the patient was not treated with medication for the event. At the time of this report, the patient outcome was unknown and action taken with pd therapy was not reported. No additional information is available.